Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing were noted on the device. Technical support recommended reprogramming the device. No intervention was performed to resolve the event and the patient's status was stable.

Event description:
New information was received indicating several additional episodes of post-paced t-wave oversensing noted on the device. No further intervention was performed at this time and the device will continue to be monitored. Further information was requested but not received.